Event description:
Unable to remove the balloon from a 6fr terumo sheath. The dr. Tried to rotate counter-clockwise in an effort to reduce its profile but still ended up using excessive force to remove it. It was then noticed that the balloon was actually missing. They removed the sheath and inspected it and found the balloon there.